Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited oversensing of noise related to the respiratory rate trend (rrt) feature. In addition, there was evidence of one high impedance measurement on the right atrial (ra) channel. The plan of action was to bring the patient into the clinic and turn off the rrt feature. No adverse patient effects were reported.